Manufacturer narrative:
Report claims the smartdrive device engaged a drive command without any physical manipulation of the switch controls. This action was reportedly witnessed by the serivce provider. At this time, permobil has not received any suspect components back for inspection/evaluation with reports indicating the end-user is remaining to use the original set of switch controls and has not reported having any further occurrences. As no product was returned, permobil is unable to reach a determination as to possible cause for the alleged malfunction without specualtion. If any new information is received, a follow-up report will be submitted.

Event description:
Received report claiming with the switch control with buddy button option reportedly activated the smart drive without any physical manipulation of the switch. No injuries were received as a result.